Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; -examination of the inside of the channel revealed no abnormalities such as buckling, scratches, dirt, or foreign matter. -there were cracks on adhesive of the bending section rubber. And there were scratches on the insertion tube, objective lens and bending section rubber. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Instrument channel and air/water channel: morganella morganii and stenotrophomonas maltophilia the device had been reprocessed with an olympus automated endoscope reprocessor, oer3, using peracetic acid. There was no report of infection associated with this report.